Manufacturer narrative:
Evaluation anticipation, but not begun.

Event description:
During use for a cardiopulmonary bypass procedure, the speed of the roller pump was not accurately displayed. The pump was replaced. There was no adverse consequence to the patient as a result of this event.